Event description:
It has been reported to philips that allura geometry movements were only partially available. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in the geometrical movement. The fse confirmed that there was malfunction with the geo pc. The fse replaced the geo pc. After replaced geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.